Manufacturer narrative:
The device was received fully deployed. The device was received in pod state 15 and delivered 56 pulses, indicating the pod successfully completed first and second prime before being deactivated. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to the reported needle mechanism failure. The exact cause of the reported needle mechanism failure could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 22 mmol/l (396 mg/dl) while wearing the pod for less than 1 hour. The pod's cannula did not insert into the skin and the pink slide did not move forward but the cannula was visible after pod removal, indicating a needle mechanism failure. The pod's cannula was also found bent. As treatment, a new pod was applied.